Manufacturer narrative:
The device was not returned to olympus for inspection. However, the alleged failure was reported by information from field service engineer (fse). A root cause could not be identified. Based on the results of the investigation, it is likely the video connector socket was degraded due to humidity which led to image interference and image loss. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited loss of image and image interference. There was no patient involvement.